Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 8.9mmol/l at the time of incident. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as difficulty in breathing and urinary tract infection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that high pressure test was passed the insulin pump will be returned for analysis.